Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr started the ventilator and brought up error log to verify symptoms described by biomed. Errors and alarms pointed to faulty gas delivery engine (gde). Fsr removed and replaced gde. The unit passed the operational verification procedure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a vent inop on their avea ventilator with multiple errors in the log that happened after replacing the ID connector. There was no patient involvement.